Manufacturer narrative:
Sample collection device and centrifugation information has not been supplied to date. Accutni qc performed on the morning of the event was within the customer's established ranges. System checks are performing within instrument specifications. The on-board accutni reagent pack was listed as having 22 tests left in the instrument software. Hotline instructed the customer to: remove the on-board accutni pack and then re-load it. Run accutni qc on the potentially mis-loaded pack, all results reproduced at 0.00ng/ml, confirming the pack had not been loaded properly. To remove the on-board accutni pack and to load a new accutni reagent packs. Perform accutni qc on the new reagent pack. The customer performed accutni qc within their established limits after they had loaded and ran on the new accutni reagent pack. Service has not been dispatched in connection to this event to date. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc (bci) hotline to report one patient sample and qc samples gave negative results on the accutni assay which were generated by the access 2 system. The results were not reported out of the laboratory. The erroneous sample was sent to the customer's alternate lab while troubleshooting with hotline and back up lab and the initial result of 0.00ng/ml was not reported out. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.